Manufacturer narrative:
The production documents prove that the instrument was manufactured in accordance with the production specifications provided by our customer. When inspecting the instrument visually, we noticed that the welded connection between nut and shaft was broken, however, the cause for this fracture cannot be determined. There was no evidence of deficient laser-welding. It must be pointed out that production specifications require 100% inspction of the welded seam under magnification prior to release. Conclusion: the exact cause for the broken wing nut cannot be determined. The only conceivable explanation is that the device was misused or overstressed. The review of device history file revealed that production of this device conformed to all specifications with respect to material, processes, design and measurements. In addition, our complaint records and/or trend analyses do not reflect a problem with this pattern. Therefore, we conclude that there is no need for corrective or preventive action to preclude another incident.